Event description:
It was reported that the user experienced elevated blood glucose after a supply change and consuming coffee with creamer, a cookie, and whipped cream without announcing a meal while using the ilet system. Symptoms included hyperglycemia peaking at 263 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to a missed meal announcement. The event aligned with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.